Event description:
A malfunction on the pump was reported. The customer went to the emergency room and was subsequently hospitalized with an elevated blood glucose (bg) level. Bg value not provided. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged one day later, (B)(6) 2025 with the issue resolved and no permanent damage. Ultimately, the customer reverted to an alternate method of insulin therapy.

Event description:
A malfunction on the pump was reported. There was no reported adverse impact to the customer. Ultimately, the customer reverted to an alternate method of insulin therapy.